Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the electrophysiology lab for routine generator replacement. Upon interrogation it was noted that the right ventricular lead defibrillation impedance was elevated when the device can was introduced in the circuit. The physician chose to proceed with the device change and reprogrammed the shock configuration for the new device. All other measurements were normal. The patient was stable before, during, and after the procedure.